Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general remark that arteriotomy closures of the calcified left common femoral arteries have been attempted over the last four weeks using proglide devices via 6f sheaths using the pre-close technique prior to transcatheter aortic valve implantation (tavi) procedures. Reportedly, the physician has been using proglide devices for more than five years and uses it weekly to daily for his tavi interventions and has had problems parking the foot recently. The method used to achieve hemostasis was not provided. There has been no reported adverse patient sequela and no reported clinically significant delay in the procedures. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.